Event description:
It was reported that during a tumor ablation procedure, while treating and firing the laser, the therapy had double thermal dose threshold (tdt) lines of yellow and blue on the screen. There were no patient complications reported in relation to this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Evaluation: the malfunction was confirmed to have occured.